Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Customer reports: the kangaroo feeding pump would repeatedly insert air into the feeding tubing as it was feeding patient with continuous feeds. This feeding pump was taking out of service and placed in soiled utility room with defective sticker.